Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 90 to 200mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 114 and 104mg/dl using metrix air meter. The test strip lot manufacturer's expiration date is 09/20/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): a 185mg/dl, (B)(6) 2016 11:57 am, fasting: yes. A 229mg/dl, (B)(6) 2016 09:55 pm, fasting: yes. A 170mg/dl, (B)(6) 2016 09:37 pm, fasting: yes. A 306mg/dl, (B)(6) 2016 07:16 pm, fasting: yes. A 118mg/dl, (B)(6) 2016 01:03 am, fasting: yes. The customer called with concerns regarding their meter reading high.